Manufacturer narrative:
(B)(4). (B)(6). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the physician realized two shots only and after the device did not be shot up.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. During functional testing solid blue lights and the reload recognition light sequence was received. The switch seal was disassembled and found that there was blackish brown residue found on the base contacts on the switch as well as the flexible plate that serves to bridge the contacts when the switch is depressed. It was noted that the residue bridged the internal contacts. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A secondary assembly error was identified during product analysis. This secondary error was not related to the reported condition. The switch not functioning is the result of several variables including improper solder operation at the vendor location; improper assembly of the sealed switch to the mma board at the vendor location; improper soldering during assembly. A product enhancement has been initiated to prevent the recurrence of this failure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. E unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.